Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an accutni result in the risk stratification range generated by the unicel (r) dxi 800 access chemistry analyzer the erroneous result was reported out of the laboratory. Patient sample was repeated on the same unit and produced the same result. The sample was analyzed on an alternate methodology and it produced elevated result as well. The patient was sent to another facility and had a troponin t test performed and the result was negative.

Event description:
According to the information received, the secundum atrial septal defect (asd) measured 29-31mm on transthoracic echocardiogram (tte). Intracardiac echocardiogram (ice) during the procedure resulted in a measurement of 39.5mm. Balloon sizing was done, with near abolition of color flow, but still some flow remained. The largest amplatzer septal occluder (aso) (38mm) was deployed and had excellent position. The aso was released and stayed in place 15 minutes while follow-up hemodynamics were performed. The patient had an uneventful night, but the aso was noted to be in main pulmonary artery the day after the procedure at pre-discharge echocardiogram. Upon questioning, the patient recalls a brief fluttering sensation 2-3 hours after the procedure. The patient went to surgery that day ((B)(6)2010) for asd closure and device removal, and intra-operative and post-operative courses were smooth. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 38mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: one cd with ice images was reviewed. The short axis and atrial views (for the superior rim) were obtained and the septal length was adequate. A true bi-caval view was not seen but in some views a glimpse of the bi-caval images showed that the defect was largest in this view. The defect was oval with the short diameter of the defect in the short axis view and the larger diameter in bi-caval/long axis views. The static diameter in the bi-caval view was 40mm with balloon sized diameter slightly larger. The device unfortunately embolized over night into the pulmonary artery. According to agas medical consultant, the following conclusions were drawn: this was a very large asd with a diameter of 40mm or more. Technically, the placement of the aso was excellent. Since a true bi-caval view was never obtained, it is impossible to predict if there was an absence of the ivc rim. It is conceivable that the defect was even larger in true bi-caval view as the diameter of the defect was largest in the view that was closest to the bi-caval view. Device embolization occurred because the aso was much smaller than the defect it was placed in and inadequate evaluation of the atrial septal rims.